Event description:
The customer reported that his olympus suction tube was experiencing a suction pressure issue during a diagnostic procedure. According to the initial reporter, the smoke exhaust function was activated and the pressure decreased even though the foot switch was not engaged. Reportedly, after the air was sent again, the pressure was released and the procedure was continued and completed without any patient harm using the subject device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to the service department where the complaint was unable to be confirmed. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.